Manufacturer narrative:
During investigation, the pump powered on with a blank display. Audible and vibration alerts were functional. Further testing on keypad button function was not able to be performed due to the blank display issue. The pump was opened and moisture corrosion was found on the display connector, main circuit board, transceiver board, and on the back side of the battery canister. Unrelated to the original complaint, investigation revealed a crack in the pump case near the upper right corner of display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.